Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's parameters were unable to be changed. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the parameters on the device were unable to be changed, during start-up the frequency: 80/atrial out: 10 milliamperes and ventricular out: 10 milliamperes appeared in the display and both light-emitting diodes stayed on. It was additionally noted that there was a broken battery drawer, a sticky latch release and that the battery contacts were contaminated. The device did pass its incoming test on the automated test console. The price quote for repairs was not approved by the customer and the device was returned to them unrepaired and advised that it not be used. If information is provided in the future, a supplemental report will be issued.